Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor came free from the suture during deployment. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent contact with the sharp tip of the delivery needle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery the implant detached from the thread during the deployment. No patient injuries or delay reported. A back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.